Manufacturer narrative:
As noted in the event description of this report, three suspect devices were involved in the current event, there fore this report includes the first suspect device and the other two suspect device descriptions are included in manufacturer report numbers 3005174370-2013-00016 and 3005174370-2013-00017, respectively. The suspect device noted in this report has been returned to 3m espe and the evaluation is pending. 3m espe will submit a follow-up report when the device evaluation has been completed for this report.

Event description:
Dentist reported to 3m espe that he had multiple patients (number not provided) who experienced severe sensitivity following use of 3m espe scotchbond universal adhesive, relyx ultimate anutomix cement and 3m espe lava ultimate crowns. Five crowns were removed and four root canal procedures were performed to relive the sensitivity. All patients are reported as currently fine; the crowns were replaced with alternate products. The dentist reports that he followed the product instructions for use.